Event description:
There is a broken sharps box at my local mall in the food court. There was a needle protruding at the time a photo was taken. This box is above the children's changing table in the family restroom. A major hazard for so many reasons. (B)(6).